Manufacturer narrative:
Patient age & weight: information unknown/asked but unavailable. Date of implant: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Date of explant: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a large scratch was found on the optic of an intraocular lens (iol) under the microscope at the time of implantation. The lens was removed, and the procedure was completed successfully with a back-up lens of the same model and diopter. The operating room technician indicated that the large scratch at the optic could clearly be observed by sight. When the lens was removed, 5 mm incision was made, and suture was used. The patient is satisfied with the result and has good eyesight with no problem. There was no patient injury reported. Additional information indicated that there was no cartridge tip damage. When adding lubricant and ocular mucilage, enough amount was used, and the device was in the horizontal position on the tray. It was noted that no lubricant was used in lens case. The speed when the lens extruded was constant and the account indicated they have used the device many times before with no trouble. Leaving time after adding eye mucilage was about 1:30 to 2:00 minutes. No resistance during extrusion was reported. Leaving time of the lens folded in the cartridge was within 10 minutes and when pushing the plunger, it was about 1 second without stopping or pushing it back. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: apr 1, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to a piece of styrofoam. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. A portion of the lens was received stuck inside of the cartridge tip with the plunger rod overriding the lens. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The portion of the lens in the cartridge was removed and the entire lens was cleaned. Visual inspection of the lens revealed that a portion of the optic zone was torn away and that there was lens damage on the optic body. Scratches were also observed on the lens. Furthermore, a detached haptic was also observed. Based on the return condition of the lens (torn), it cannot be confirmed if the scratches identified are the scratches that the customer identified after implantation or are a result of removal from the patient. The complaint issue "cosmetic issues" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.